Manufacturer narrative:
Date of event was estimated as two months from aware date, (B)(6) 2020.

Event description:
It was reported that there was a perforation and a thrombus. It was reported via social media that the patient was having a left atrial appendage (laa) closure procedure performed. The physician attempted to implant the device three times before "they perforated the patients heart and resulted in thrombus in the heart." The physician treated the patient. The patient recovered from these events.